Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered for atrial intrinsic amplitude out of range. The most recent right atrial automatic threshold (raat) showed undersensed atrial beats post loss of capture. Lead measurements were satisfactory. The clinical observations were documented, and this atrial lead remains in service. No adverse patient effects were reported.